Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they got air bubbles in reservoir. Customer blood glucose level of was unknown at the time of incident. Customer also stated size of air bubbles was 0.3cm. The troubleshooting was not done. The product will not be returned for the analysis.